Event description:
Pharmacist reports that the nurses in the oncology area have reported "several" incidents in which they noted leaking. They think the leaking is from the millipore filter and occurs after the set is hanging for a while. Unable to isolate the lot number at this time. No samples available due to contamination with chemo.